Manufacturer narrative:
The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Requests for additional information about the patient's extended hospitalization were unsuccessful, therefore, the results of this investigation are inconclusive.

Manufacturer narrative:
Due to the limited information received, we are soliciting more information. When our investigation is complete, a supplemental report will be submitted.

Event description:
According to the initial information received, a 32mm amplatzer septal occluder (aso) was selected for implant, however, the aso became difficult to position and did not deploy as expected. The aso was removed and the procedure was aborted and is expected to take place in the future. As a result, the patient's hospitalization time was extended.